Event description:
Patient reported left side "exchange due to patient¿s concerns with the product plus rupture per MRI." Device has been explanted.

Event description:
Patient reported left side "exchange due to patient¿s concerns with the product plus ruptures per MRI." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two opening assessed as fold flaw opening. Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported later reported "more than 50 cc of seroma fluid buildup."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "exchange due to patient¿s concerns with the product plus ruptures per MRI". Device remains implanted.